Manufacturer narrative:
Visual inspection was performed. The entire length of the wire was examined and anomalies were observed. The flare (joint section in between ptfe and poly tip/ dream end) presents a separation of 1 mm. Also a bend was noted at 1 cm from the dream end section. Based on the evidence presented by the device, there is a high likelihood that the probable cause for the failure appeared to be related to handling factors since this occurred during removal from the packaging hoop. It is possible that during removal of the device from packaging hoop, the device may become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromises the integrity of the guidewire, thereby causing the separation between the poly tip and the flare section. Event description suggests that handling factors during the clinical attempt may have caused and/or contributed to the reported incident. Therefore, "handling damage" is the code selected for this event. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2011. According to the complaint, during preparation for the procedure the guidewire was examined. The doctor noted that part of the guidewire tip did not have any coating. Preliminary investigation results have confirmed that the flare (joint section between ptfe and poly tip) had detached. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as "stable."

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2011. According to the complaint, during preparation for the procedure the guidewire was examined. The doctor noted that part of the guidewire tip did not have any coating. Preliminary investigation results have confirmed that the flare (joint section between ptfe and poly tip) had detached. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as "stable." Additional information received on (B)(6) 2011 confirmed that there was no damage to the core wire and there was also no missing coating.